Event description:
It was reported that the patient had no more ¿contact¿ with the implantable neurostimulator with the patient programmer or recharger. In addition, the healthcare professional had no ¿contact¿ with the programmer. It was noted that the manufacturing representative saw the patient there was no ¿contact¿ with the ins and it was impossible to make some measurements. It was noted that there was >10,000 ohms or high impedance on several electrode pairs. It was further noted that there was a complete explant. There were no patient symptoms or complications associated with the event. It was further noted that a physician mode recharge (pmr) was done. It was noted that the patient was fine.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Previous report was missing analysis summary. Final analysis of the stimulator revealed the battery was overdischarged and permanently damaged. There was poor coupling (0-2 b ars) observed on the last five recharging sessions. The stimulator went into the lock mode on (B)(6) 2013 and was not recharged until the stimulator was received for analysis.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.